Event description:
It was reported that during use of the shaver handpiece, it stopped working. The surgical case was completed without injury or delay.

Manufacturer narrative:
Investigational findings: an evaluation confirmed the reported problem and found that the unit ran intermittently. Further investigation found that the handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. This product will continue to be monitored for failures. There have been no reported injuries associated with this failure mode.